Event description:
A surgeon reported that there was poor response of the footswitch during a surgical procedure. The issue was resolved by changing the direction of the cable. The procedure was completed. There was no harm to the patient.

Manufacturer narrative:
Service request (sr) was opened on may 21, 2015. Per the sr, the company representative (cr) was able to replicate the reported event. The cr replaced a cable, footpedal to address the reported event. Unrelated to the reported event, the cr also replaced a cpu battery - "battery, coin, 3v, 300mah¿ as the battery was found to be depleted. The system was then verified to meet company specifications per the service test procedure (stp). The system was manufactured on march 5, 2003. Based on qa assessment, the product met specifications at the time of release. The system is designed to perform self-checks to ensure proper functionality. If the system detects an issue that may compromise the integrity of the system¿s output, then the system is designed to produce a system message to alert the user and to disable the affected function or system until the issue has been resolved. This is meant to preclude use of a compromised function or system for surgery. If subsystems are disabled or in the event of a total shut down during surgery, the licensed/trained operator should be competent in mitigating the risk of any direct patient harm and allowing a stable intraocular environment to be maintained. In this instance, the surgery was completed with the same system and accessories . It should be noted that there was no harm to the patient nor did the system itself pose any potential harm to the patient. The customer reported that their system exhibited poor footswitch response. Per the sr, the ar was able to replicate the reported event. The cr replaced a cable, footpedal to address the reported event. Unrelated to the reported event, the cr also replaced a cpu battery - "battery, coin, 3v, 300mah¿ as the battery was found to be depleted. The system was then verified to meet company specifications per the stp. Based on the results of this investigation, the reported event was replicated through the sr. Per the cr , the root cause of the reported event can be attributed to a nonconforming cable, footpedal. However, how or when the cable became nonconforming cannot be determined conclusively. The system was found to meet specifications. Per the cr, the root cause of the reported event can be attributed to a nonconforming cable, footpedal. However, how or when the cable became nonconforming cannot be determined conclusively. The system was found to meet specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).